Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(6). Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the during preparation of the angio-seal device, a filament like object was found at the proximal end of the insertion sheath. In consideration of sanitation, the user opened a new one and no further problem was found. The patient's condition was stable. The procedure was competed with a new angio-seal vip. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 30dec2020. The procedure being performed was a percutaneous coronary intervention (pci) using a 6fr procedural sheath. A pre-deployment angiogram was performed. Hemostasis was achieved by the second angio-seal that was opened.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The hemostasis sheath and locator were returned for evaluation. No other accessory components were returned. Upon visual analysis, no anomalies were found on either component. The hub of the hemostasis sheath was subjected to microscopic analysis and a fine fiber like substance was found. A complaint was initiated with the manufacturing facility and the sample was shipped for evaluation. Based on the investigation, the complaint could be confirmed for presence of the foreign matter. Based on the investigation, the primary root cause was not identified. However, additional process is in place to identify the opportunities for improvement. Appropriate actions have been taken by the manufacturing site. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).